Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A supplemental report will be submitted when additional information is made available.

Event description:
It was reported by a getinge distributor that the cardiosave intra-aortic balloon pump (iabp) loaner is not starting up correctly. The unit intermittently starts up and the icon just keeps on turning. After switching the unit off and on again it was reported that the unit would start up correctly. It is unknown the circumstances in which the event occurred or if their was patient involvement. However, there was no patient injury or adverse event reported.

Manufacturer narrative:
The getinge's authorized distributor that evaluated the iabp unit reported that the iabp was repaired. The distributor repaired the unit by replacing the cable coiled cord and the cable assembly backplane as instructed by tech support. The distributor tested the unit for 48 hours and was working without any problems. The unit was then cleared for clinical use.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) loaner was not starting up correctly. The unit intermittently started up and the icon just kept on turning. After switching the unit off and on again it was reported that the unit would start up correctly, it just remained on. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) loaner was not starting up correctly. The unit intermittently started up and the icon just kept on turning. After switching the unit off and on again it was reported that the unit would start up correctly, it just remained on. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge's authorized distributor evaluated the iabp unit and was able to reproduce the reported issue. Parts were ordered for replacement; a supplemental report will be submitted when additional information is provided.